Event description:
Additional information was received from patient stating that the last agent called them back, but they had to go back to 'pain med'. Patient stated when they were charging their implantable neurostimulator(ins), the got the system problem rm04 message but before they plugged in the paddle to the controller, the controller screen just showed checking the recharger message. Agent had pt to reset the controller. Pt confirmed no visible damage on the controller compartment, port, battery pack, recharger paddle, cord and pins. Pt mentioned about the recharger replacement. Agent had pt to clean the connection pins and start the ins charging session. Pt said they saw the no device found message. Agent told pt to hit the recharge button. Pt stated the controller screen usually stops at the checking the recharger screen and suddenly the system problem rm04 message appeared. Agent reviewed information. Troubleshooting steps taken on the call didn't resolve the issue. Agent sent a request to replace the controller. Pt mentioned that they found the old recharger that they forgot to return.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for the call was the patient was not able to charge the implant. The issue started probably 2 months after patient got the replacement recharger. It worked great for about 2 months and then patient got no device found and it was getting to be upsetting. Patient could charge the controller when plugged in but when patient plugged in the paddle patient got nothing. On the call, instructed patient to use the equipment. The controller was dead. Reviewed to charge the controller first and then attempt charging the implant. Patient will charge the controller. Agent will call patient back in a couple of hours to assist charging the ins. Made an outbound call to the patient to help charging the ins. Pt did not answer. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.